Event description:
Event description guidant received information that the patient with this implantable lead was nauseated, weak, diaphoretic, presyncopy, and had symptomatic bradycardia due to a right lead dislodgement. This caused loss of capture and sensing and a possible performation of the right ventricle. The lead was successfully repositioned. Three months later a small pericardial effusion developed post rv lead revision which slowly increased in size. This required a planned hospitalization and placement of a percardial drain. This resolved the issue.